Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, because the device remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02072, 05136, 05137.

Event description:
It was reported patient is experiencing pain, swelling, limited mobility, and limited range of motion. Patient had manipulation performed to "break it loose". Attempts have been made and additional information is not available

Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Concomitant medical products - femoral component precoat size g left catalog #: 00595001701 lot #: 62362705, tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) articulating surfaces requires using catalog #: 00598005701 lot #: 62312080, and articular surface use with plate 7,8,9,10 size blue/c-h 10 mm catalog #: 00595205010 lot #: 62307841.

Event description:
It was reported patient is experiencing pain, swelling, limited mobility, and limited range of motion. Patient had manipulation performed to "break it loose". The patient also reports having to ice his knee daily to aide with swelling and pain. No additional patient consequences were reported.